Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent for femur reduction and osteosynthesis procedure. The surgeon places a blocked lfn femur nail and first distal block. When places the 2nd distal block and drills with the 4.2 mm drill, this part is remaining in the canal blocking. It was unknown if the procedure completed successfully. The patient outcome is unknown. Concomitant devices reported: unknown drill (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) depth gauge for small screws. This report is 1 of 1 for (B)(4).